Event description:
It was reported that approximately 15 months after a left total shoulder replacement procedure, the patient underwent a revision procedure to address glenosphere loosening. The surgeon first removed the poly and the humeral plate to gain better exposure to the glenoid. He then removed the glenosphere, which was loose. The patient revised to exactech devices. No further issues or complications were reported. Patient was last known to be in stable condition following the event. Images of the x-rays were provided. No additional information is available.

Manufacturer narrative:
D10: (B)(6) - 320-06-38 - glenosphere 38mm. (B)(6) - 300-30-10 - equinoxe preserve stem 10mm. (B)(6) - 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) - 320-15-01 - eq rev glenoid plate. (B)(4) - 320-20-00 - eq reverse torque defining screw kit. (B)(6) - 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) - 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6) - 320-38-00 - 145-deg pe 38mm hum liner +0. (B)(6) - 321-52-07 - 3.2mm drill bit sterile. (B)(6) - 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03237. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The revision reported was likely due to device-device loosening of the glenosphere locking screw and glenoid baseplate. Potential contributions of user and patient-related considerations to the event could not be assessed as the glenoid baseplate and locking screw were not returned, and radiographs closer to the revision date were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.